Event description:
It was reported that a physician performed a myosure for uterine tissue removal procedure on (B)(6) 2014 and the patient was discharged home. Sometime after the procedure on the same day, the patient presented to the emergency room (ER) and it was noted " that she had a 3mm perforation to her uterus and damage to her bladder". On 10/06/2014, it was reported the physician performed "minor repair, but due to hippa did not want to disclose. [The] patient is doing fine and is no longer in the hospital".

Manufacturer narrative:
Lot number of the disposable device not provided by the complainant, therefore the expiration date is not known. Serial number of the myosure control unit and hysteroscope not provided by the complainant. The disposable device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device. Device history record (DHR) review was not able to be conducted for the myosure system as the lot number was conducted for the myosure system as the lot number was not provided by the complainant.